Event description:
Reportedly, all the led segments displayed "888" while the pt was on the ventilator. The ventilator kept ventilating the pt; however, it was unable to change the setting. The pt was immediately taken off from the ventilator, ambu bagged, and then switched to a back-up ventilator per doctor's order. Please note that there was no permanent injury in this case.

Manufacturer narrative:
(B)(4), the rptr display issue was solved by checking the eprom on the display board. They verified that the display board was seated properly by removing it and reseating it again. To date, the ventilator functions normally without any further issues. Please note that a ventilator indicates "888" on led segments when there is a miscommunication between display board and main board that are not contacted properly.